Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was unable troubleshooting for high blood glucose. The customer stated that battery compartment on the body of the insulin pump had cracked. It was unknown whether the customer using automode. Customer stated that her husband pup was not staying on until insulin pump cap will taped down, did not had insulin for 4 hours. The insulin pump will be returned for analysis.